Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis, and damage was observed to the intraocular lens (iol). No cartridge was returned. Iol returned positioned incorrectly in the iol case. The lens is returned in two segments. Solution is dried on the iol. Both haptics are broken and not returned. The optic is torn/split-cut dividing the iol in two. The product investigation could not identify the root cause for the reported complaint "lens stuck in cartridge, became deformed and unusable" as only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. Unable to conduct dimensional testing due to condition of returned sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during phakic intraocular lens (iol) implant procedure, the lens was stuck in the cartridge. It became deformed and unusable. There was no patient contact. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).